Event description:
Approximately two months ago the pt had an ionic device implanted anteriorly at one level of a two-level lumbar anterior and posterior procedure. It was subsequently noted on x-ray that the ionic device had broken.